Manufacturer narrative:
As no lot numbers were provided for the devices, the device history records could not be reviewed. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e ms-30 femoral stem) are marketed in USA, and therefore this report was filed. In the journal article of n.tardy it is reported that the patient had to undergo bipolar revision at 9.4 years due to septic (peptostreptococcus) loosening. Devices analysis could not be performed as the product was not returned for investigation. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. In conclusion, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event. However, all possible causes related to the issues reported are listed in dfmea. No documents confirming an infection were received. Single-use, sterilized devices manufactured or distributed by (B)(4) are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Additionally the infection occurred after 9.4 years in vivo. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported in a medical journal that the patient was implanted an exafit stem (unknown reference number) and had to undergo bipolar revision at 9.4 years due to septic loosening. Exact dates of implantation and revisions are unknown.